Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue: after water exposure, dad states that he is unable to confirm the verification screen. Buttons are not responding. Moisture found in battery compartment and behind the display. Dad is contacting health care provider for alternate method of insulin delivery until replacement pump arrives. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/04/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad cover was observed to be torn at the ok button. The up arrow, down arrow, and ok keypad buttons were unresponsive; the contrast button responded properly. The keypad cover was removed and no contamination was found under any key contacts. Corrosion due to moisture was observed on the keypad flex and connector.